Manufacturer narrative:
Vyaire medical file identification: (B)(4). Unique identifier (UDI) # - unable to determine entire UDI# as manufacturing date was not obtained. 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device was sent facility biomed with a tf 300 alarm. Biomed found tf 300, 545, 316, and 400 in the recent alarm logs. They did not say if the vent was on a patient at the time of the issue.